Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10/h11. D11, d02- intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the loose grip cable to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a loose grip cable at the distal end and the root cause of this failure is attributed to mishandling/misuse. Additional observations not reported by site that are related to the primary failure: the fenestrated bipolar forceps instrument was found to have a broken grip cable at the proximal end (in the housing) and the root cause of the broken - proximal instrument grip cables is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves and the root cause is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. The fenestrated bipolar forceps instrument was found to have cracked input disk and hairline cracks were found on the grip of the input disk. The root cause of the cracked input disks is typically attributed to mishandling/misuse. Additional observations not reported by site that are not related to the customer reported complaint: the fenestrated bipolar forceps instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. The instrument housing was removed and found the identification board corroded/contaminated. The root cause of the corroded/contaminated identification board is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm fenestrated bipolar forceps instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the fenestrated bipolar forceps instrument ((B)(4)) associated with this event has been performed. Per logs, the fenestrated bipolar forceps ((B)(4)) was last used on (B)(6) 2021 on system (B)(4). The instrument had 1 use remaining after the last procedural use. A review of the site's complaint history showed that there were no additional complaints related to this product. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the 8mm fenestrated bipolar forceps instrument reportedly had a loose black cable. At this time it is unclear if there was damage to the conductor wire, and the nature and exact location of the damage if there was, because the instrument has not been returned for evaluation. Isi is conservatively reporting as the instrument had a loose conductor wire and potentially damaged insulation. Damaged insulation could result in stray energy being delivered to an unintended location which could potentially cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had a loose black cable and caused the restricted movement of opening and closing of jaws. The procedure was completed by using a backup instrument. Intuitive surgical, inc. (Isi) obtained the following additional information on 03-sept-2021. The 8mm fenestrated bipolar forceps instrument had a loose black cable and the procedure was completed with the backup instrument of the same kind. It was unknown if there was any damage to the insulation of the (black) conductor wire. The instrument did not collide with any other instrument or tool during the procedure. The instrument was inspected prior to use and there was any damage or anything out of the ordinary. No patient-related information could be provided, including patient outcome from the procedure.